Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage between catheter lumens was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. During infusion, biological material was expelled from the catheter. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. No leakage between the lumens was observed. No catheter damage was discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of reyf1821 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that two days after catheterization, one side of the accesses was occluded, urokinase was used for thrombolysis, and the other side of the accesses was used for fat emulsion infusion. It was found that the liquid sucked out from the occluded access was fat emulsion, and the diaphragm in the middle of the two accesses was suspected to have quality problems.